Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the pump powered on with the display remaining blank. The vibration alert occurred at power on. The pump was opened and moisture damage was found internally. The pump history could not be downloaded due to moisture damage.